Event description:
The patient's explanted generator and lead were received for analysis from another device manufacturer. Analysis is underway, but has not been completed to date. During investigation of the reason for explant, a search of the patient's name on the internet identified that the patient passed away. The funeral home provided the patient's death certificate which indicated that the immediate cause of death was respiratory failure resulting from dehydration. Seizures disorder was listed as a significant condition that may have contributed to death, but did not result in the underlying cause. The relationship of the vns to the death is unknown. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Additional information was received stating that the vns patient¿s death was not related to vns. Analysis of the returned generator and lead was completed. There were no performance or any other type of adverse conditions found with the pulse generator. The generator was confirmed to be at end of service due to normal battery depletion. The depletion was an expected event as determined by the blc and battery voltage measurement. The module performed according to functional specifications. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Note that since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.